Manufacturer narrative:
H6: investigation summary material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The release testing that is performed on this product does include media appearance. If foreign matter is noted during qc testing, the product would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. Color and clarity of this product also is evaluated prior to release to ensure to that they conform to typical levels. Also, each batch history record is reviewed to confirm the following prior to release: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The batch history record review for batch 0289177 was satisfactory per internal procedure. Formulation, filling, torquing, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and on other complaint has been taken on this batch for appearance. Retentions for batch 0289177 (10 tubes) were available for inspection. All 10/10 retention tubes did appear hazy. For investigation two retention tubes were tested. One tube was placed in the 35-degree celsius incubator and one tube was placed in the 25-degree incubator. No microbial growth was observed in the tubes. The tubes were also plated after incubation on tsa sheep blood media nothing grew on the plates. Gram stain showed gram variable non-viable organisms. Batch 1035237 the batch history record review for batch 1035237 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and on other complaint has been taken on this batch for appearance. Retentions for batch 1035237 (10 tubes) were available for inspection. All 10/10 retention tubes did appear hazy. For investigation two retention tubes were tested. One tube was placed in the 35-degree celsius incubator and one tube was placed in the 25-degree incubator. No microbial growth was observed in the tubes. The tubes were also plated after incubation on tsa sheep blood media nothing grew on the plates. Gram stain showed gram variable non-viable organisms. Two photo was received to assist with the investigation: ¿ the first photo shows two-gram positive rods. No product information is presented in the photo. ¿ the second photo shows two-gram positive rods. No product information is presented in the photo. Without product information a photo alone cannot confirm a complaint. This complaint can be confirmed by the retentions for non-viables. A trend has not been identified, therefore, there are no actions planned at this time. Bd will continue to trend for appearance and foreign material.

Event description:
It was reported that while using bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination was observed by the laboratory personnel. A microscopic examination was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "there is a suspicion of "sterile contamination" of 2 thio batches".

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1035237, medical device expiration date: 2022-01-29, device manufacture date: 2021-02-04. Medical device lot #: 0289177, medical device expiration date: 2021-10-06, device manufacture date: 2020-10-15. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination was observed by the laboratory personnel. A microscopic examination was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "there is a suspicion of "sterile contamination" of 2 thio batches."